Manufacturer narrative:
Device was used for treatment, not diagnosis. Explant date in (B)(6) 2013. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number was provided.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: a screw broke during a screw removal in a distal tibia screw removal case. The dls removal case was scheduled and performed in february this year. The patient bone was very strong. After removing the central pin, a reverse cutting screwdriver was used in an attempt to take the outer sleeve of the dls. Since the material of the dls was very strong and hard, it was not possible for the reverse cutting screwdriver to cut into the dls outer sleeve. The overall removal surgery was prolonged 20 minutes and the outer sleeve was taken out eventually with a hollow reamer. Several attempts were tried in retrieving the broken dls. Unfortunately, it was confirmed the item was disposed and further information was unavailable. The implant is not available and no more information is available. This is report 1 of 1 for complaint (B)(4).